Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed off no power. Customer's blood glucose reading was 126 mg/dl. Customer states they did not receive a low battery alert prior to the off no power alert. Product is not being returned or replaced.